Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors tip cover accessory was burnt through. The technical service engineer (tse) found no related errors in the system logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse investigated the system and found that both monopolar and bipolar energy were functioning correctly. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.